Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 620728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included dysfunctional uterine bleeding, dysmenorrhea, bladder pain and hypothyroidism. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), device expulsion ("expulsion") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (left tubal fulguration, endometrial resection and ablation). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, abdominal pain, device expulsion, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, device expulsion, nausea, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted insertion date- previously reported 2007(summons) and in current ppf (B)(6) 2006 and 2007, (B)(6) 2007. Trailing coils: five loops on the. Left hand side and four on the left-hand side, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: probably tubal blockage, but per foa standard, not adequate tubal sterilization.. Lot number: 620728 manufacturing date: 2006-06 expiration date: 2008-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 620728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included dysfunctional uterine bleeding, dysmenorrhea, bladder pain and hypothyroidism. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), device expulsion ("expulsion") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (left tubal fulguration, endometrial resection and ablation). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, abdominal pain, device expulsion, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, device expulsion, nausea, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted insertion date- previously reported 2007(summons) and in current ppf (B)(6) 2006 and 2007, (B)(6) 2007. Trailing coils: five loops on the. Left hand side and four on the left-hand side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: probably tubal blockage, but per foa standard, not adequate tubal sterilization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2021: medical record received. Case became serious incident as removal was done. Lot number, reporters information, lab data and medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.